Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Section e: this event was reported by the sales representative. The healthcare facility is: (B)(6) brazil (B)(6). Phone: (B)(6). Block g4 (premarket / 510(k) #): k222503. Block h6: imdrf device code a15 captures the reportable event of clip unable to deploy.

Event description:
It was reported to boston scientific corporation that a resolution clip was used in a procedure. The exact procedure date was unknown. During the procedure, the device encountered significant challenges in opening the flaps for positioning. Post-firing, it did not release from the clipper rod and subsequently detached from the tissue, prolonging the examination time. To mitigate this issue, it is essential to utilize the clip to approximate the resection edges. The procedure was completed with another resolution clip. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.